Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 360 mg/dl. Customer reported he had the device in a case in front of him while he was coming back from (B)(6) and alarm occurred, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.